Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. No root cause has been determined yet. However, the customer reported that they did troubleshooting and confirmed that the outlet was working by plugging in another piece of equipment. The technical support recommended replacing the power supply. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the avea ventilator experienced no sensing incoming ac power. The issue occurred during patient-use .battery took over but later on, drained and alarm went off to alert the nurses. The customer confirmed that there was no patient harm associated with the reported event.